Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: additional information: this lot was manufactured december 1, 2014 to december 2, 2014. Visual inspection noted fluid inside the pouch that contained the unit. Further inspection identified broken tubing at the distal luer; a portion of the broken tubing still remained inside the solvent-bonded area of the distal luer. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.